Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred for transmitter 8gcbsx. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was undetermined for transmitter 81edlh. The probable cause could not be determined. However, potential patient misuse occurred as the mobile device lost power. No injury or medical intervention was reported.